Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks. Right heart failure is known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). It usually develops within the first 24 hours after lvad implantation. Although unusual, it may occur at longer post implant intervals. The etiology of late right heart failure may be a progression of chronic heart disease such as coronary artery disease and/or right ventricular infarction. The IFU addresses guidelines for optimal patient management. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the clinical study team; on (B)(6) 2015: rhf (right heart failure) - centrimag implant via external cannulas; respiratory failure; infection - leukocytosis without definitive infectious process; and renal dysfunction. On (B)(6) 2015: pulmonary bacterial infection - bacterial. On (B)(6) 2015: bacterial infection -sepsis. On (B)(6) 2015: fungal infection. On (B)(6) 2015: respiratory failure rvad (right ventricular assist device) #1 removal. On (B)(6) 2015: rvad (centrimag) insertion via internal cannulas. On (B)(6) 2015: ra-ad hw implant. On (B)(6) 2015: respiratory failure. On (B)(6) 2015: powers of raad elevated and log file analysis consistent with thrombus in device. This suspected hemolysis was resolved next day. On (B)(6) 2015: g-tube insert for malnutrition. On (B)(6) 2015: infection - fungal infection location is unknown. On (B)(6) 2015: cardiac arrhythmia. On (B)(6) 2015: death due to right heart failure. No additional information provided.

Manufacturer narrative:
It was reported via the clinical trial database that the patient was implanted with an lvad on (B)(6) 2015. During post-operative period, on (B)(6) 2015, it was noted that the patient was in respiratory failure and acute renal dysfunction, an infection was suspected evidenced by leukocytosis and respiratory failure on (B)(6) 2015.  Patient was implanted with a non-heartware rvad on (B)(6) 2015. On (B)(6) 2015, the patient's infection was confirmed as a pulmonary infection of unknown etiology, IV antibiotics were continued.  At patient's one week post examination on (B)(6) 2015, the patient remained hospitalized with continued medical issues detailed above.  As of (B)(6) 2015, the patient respiratory infection had become systemic and patient was diagnosed with an unknown bacterial infection, which progressed to include a fungal component to the sepsis on (B)(6) 2015.  Patient remained hospitalized with continued IV antibiotics.  Patient's respiratory function continued to decrease to the point that respiratory failure required intubation and mechanical ventilation support along with removal of his rvad on (B)(6) 2015.  On (B)(6) 2016 another non-heartware rvad was placed on (B)(6) 2015 which was removed and replaced with a heartware, inc. Rvad on (B)(6) 2015.  Patient remained hospitalized an unable to carry on minimal physical activity at his one month follow up on (B)(6) 2015.  Patient's respiratory failure continued after rvad implant and patient had to have tracheotomy placed on (B)(6) 2015.  On (B)(6) 2016, it was noted that the patient had two electrical faults and the driveline required cleaning of debris from connector pin six.  On (B)(6) 2015, it was noted the patient's rvad had elevated power and log files were consistent with a thrombus in the device.  The patient's condition continued to worsen and the patient had a g-tube placed to ensure proper nutrition.  The patient's infection continued and it was reported that the patient experienced an unknown arrhythmia on (B)(6) 2015.  It is not known if any medical interventions were required.  The patient expired on (B)(6) 2015.  He remained hospitalized during the entire event and the cause of death is listed as right heart failure.  The device was not explanted and it is not known if an autopsy was performed.  No additional information provided. The etiology of late right heart failure may be a progression of chronic heart disease such as coronary artery disease and/or right ventricular infarction. The IFU addresses guidelines for optimal patient management. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed are rhf-centrimag implant via external cannulas, renal failure, infections, thrombus and respiratory failure. Although a definitive conclusion cannot be made, patient and clinical factors including comorbidities may have contributed to the event. The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks and adverse events including death. As stated in IFU, that right heart failure is common in patients receiving lvads. Also that the etiology of late right heart failure may be a progression of chronic heart disease. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.